Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on an unknown date, a 19mm st. Jude aortic valve was implanted in the patient. On (B)(6) 2026, the valve got explanted due to aortic stenosis. A new 27mm non-abbott valve was implanted.